Manufacturer narrative:
The device is no longer serviceable so was returned unrepaired to the customer, and root cause could not be determined.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device would power itself down a few seconds after being turned on. . Patient involvement was not reported.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device would power itself down a few seconds after being turned on. Patient involvement was not reported.